Event description:
Procedure was a dialysis catheter insertion and when the physician went to remove the wire from the right internal jugular vein, the wire became disengaged and the end of the wire remained in the patient. The physician had to retrieve the end of the wire by means of using a mosquito forcep. Retrieving the end of the wire required considerable physician time. Patient's condition is fine.

Manufacturer narrative:
The suspect device was not returned for investigation; therefore, we are not able to determine the root cause of the separation at this time. However, based on the limited information provided, it is possible that during the insertion and/or removal of the wire guide inadvertent contact may have been made with the needle bevel. We do caution that withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport by our quality control department. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.